Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to dislocation. Approximately 6 days after the first surgery. The surgeon explanted 1 glenosphere, 1 humeral cup and 1 stem. The surgeon implanted 1 glenosphere, 1 humeral cup and 1 stem.